Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 589mg/dl. The customer treated with bolus from the pump. The customer had symptoms such as frequent urination, lethargic, difficulty breathing and thirst. The customer reported air bubbles in the reservoir. The product will not be returned for analysis.